Event description:
It was reported that, "the lag screw got stuck in the pt, after the thread pass through the nail. Surgeon was unable to advance or remove the lag screw. He used visegrip on the lag inserter and teeth on the lag inserter sheared off. Surgeon eventually removed the lag screw with visegrip, he tried to insert another lag screw and it also got stuck after the threads passed the nail. The surgeon removed all implants and used a different system."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.